Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that the catheter was not flowing at the time of device replacement. This was identified during the procedure when the pocket was opened. Diagnostics/troubleshooting performed included suction directly to the catheter. A complete replacement was performed. The issue was resolved. When asked about the cause of the catheter not flowing, a manufacturing representative reported that the catheter was cut in too many places to determine a flow issue. The system was delivering hydromorphone at 25mg/ml and 7mg/day. The lot number was unknown. The patient's status was "alive- no injury" at the time of this report. If additional information becomes available, the event will be updated.